Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimise wear of the implant articular surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2014-00153 & 3002806535-2015-04147).

Event description:
It was reported by the hospital that the patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure was performed on (B)(6), 2014 due to an unknown reason. No further information has been reported.